Event description:
Reporter stated the up button on the infusion device does not function and the casing has come off. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to a careless handling of the product. The soft components of the housing are worn down heavily. Therefore, moisture entered the insulin pump and destroyed the pump electronics. The buttons were tested successfully and the functionality fulfills the product specification.

Manufacturer narrative:
The event occurred in (B)(6).